Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0t7pg, implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The patient reported that they had experienced a loss or change of therapy. The patient reported he thinks interstim stopped working because he doesn't feel stim sensation and he is having to get up more often to use the bathroom. The patient usually goes once per night and now he is having to get about once per hour. The patient did not feel stimulation. The therapy was on. Reviewed the following: increase amplitude. The patient felt stimulation in the correct area (i.e. Bike seat). This was considered a gradual change in therapy/symptoms. Event date: (B)(6) 2015. Indications for use were noted as: gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim.